Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances. A lead revision procedure was performed. Prior to the procedure, a venogram was performed that showed the vessels to be clear. During the revision procedure, the physician reported experiencing difficulties inserting the new rv lead due to patient anatomy. While attempting to insert the new lead, the patient blood pressure and heart rate dropped due to blood loss. The patient coded and had to be resuscitated. A pericardial effusion drain was performed, and the patient was intubated and stabilized. The lead revision was abandoned, and the physician reattached this rv lead and closed the pocket. At this time, this rv lead remains in service. No additional adverse patient effects were reported.